Manufacturer narrative:
Investigation summary: one epix universal clip applier was returned for evaluation. Upon visual inspection, engineering confirmed that the unit was severely damaged at the distal end. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. Following an investigation, engineering concluded that the root cause of the customer's experience was the clip improperly loading into the jaws likely caused by damage at the distal end of the device. Such damage can be attributed to applying excessive force to the distal end of the device. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Colecistectomia laparoscopica: "it hasn't closed the clip on the second shot for clamping the cystic. The surgeon has tried several times outside the patient and failed, not closing the clip." Patient status: unknown.